Event description:
"Retractable activation fixation mechanism anomaly. During replacement of pulse generator, the lead was found in the retracted position. After cleaning distal tip, screw was extended, but only with considerable force. Please review."